Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual inspection of the returned product noted that reload one was partially fired with the interlock engaged and the jaws were open. No visible pushers above cartridge surface but protruding staples at the proximal end of cartridge were observed before the 5cm cut line for reload one. Reload two had a full staple complement. Pmv performed functional testing. The interlock was overridden for reload one and that reload was applied to test media. For reload one all remaining staples were placed and test media was cleanly transected. Reload two was cycled without hesitation or binding and was then applied to test media, where all staples were placed and test media was cleanly transected. The interlocks for both reloads were tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device had issues with loading/firing, the stapler failed to fire the loads. A new stapler and reload was used in order to complete the case. There was no patient injury involved in the event.